Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "I just received a call from (B)(6), the pharmacist at the (B)(6). The pharmacist from the oncology clinic is very upset because multiple patients have presented to the ER with sapphire issues. It appears their devices have been alarming with error code messages which require a technician passcode to resolve. They are especially upset because some patients have missed vital doses of medication due to this issue. (B)(6) informed me that they are waiting for "hardware" to complete acts. Pump treatment information:unk. Type of drug:unk. Human harm: unk."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "I just received a call from (B)(6), the pharmacist at the (B)(6). The pharmacist from the oncology clinic is very upset because multiple patients have presented to the ER with sapphire issues. It appears their devices have been alarming with error code messages which require a technician passcode to resolve. They are especially upset because some patients have missed vital doses of medication due to this issue. (B)(6) informed me that they are waiting for hardware to complete acts. Pump treatment information:unk. Type of drug:unk. Human harm: unk."